Manufacturer narrative:
Based on the claim against the product by the customer noting disabling arm 1 due to experiencing a fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed they were able to replicate the issue and replaced the universal surgical manipulator (usm). The system was tested and verified for use. The universal surgical manipulator was analyzed, and investigations confirmed the reported issue via logs. The usm was tested on an in-house system in normal mode where it failed with a 23118 error. The usm was then tested on a psc fixture test platform (pftp) where it failed chipencoder virtual absolute (cva) characterization on the pitch. A gold pitch cva printed circuit assembly (pca) was installed, and the error went away. The original cva pca was re-installed, and the error returned. The complaint regarding disabling arm 1 due to experiencing a fault was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video clip for the reported event was available for review. Procedure log confirmed that on 09-nov-2022 a ventral hernia ipom took place on system sk3345. The probable root cause is attributed to a component failure. The pitch cva pca will be replaced as a fix to the reported problem. This complaint is being reported due to the following conclusion: the customer disabled a universal surgical manipulator after the start of the procedure due to an error 23118. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, arm 1 experienced a fault. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and verified error 23094 on axis 2 of universal surgical manipulator (usm) 1. Prior to calling technical support, the customer tried to recover the fault 3 times before disabling the arm. The surgeon only needed 3 arms for this procedure, so they continued the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no additional information was obtained.